Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer stated that the motor error occurred during a bolus and states that it only delivered 2.1 units of insulin. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Insulin pump will need to be replaced. No add'l info provided.